Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog; 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 542 mg/dl and a bolus was delivered to address bg. Pump system check with tandem technical support found air bubbles in the supplies. Customer primed out the bubbles until they were gone. Reportedly, customer used humalog beyond the labeled 48 hours. Customer changed out the infusion set site and resumed insulin delivery.